Event description:
I have been using amo complete moisture plus ever since renu got recalled and I have had about 8 eye infections in the past year. The most recent was this past week which I am still trying to get over. My eyes have become extremely red, teary, burn, very sensitive to light and very blurry. It is so painful when I have these infections. I wasn't sure why I kept getting them because I was cleaning my contacts regularly and taking care of my eyes. Now that I see that this solution has been recalled as well, I 'm very upset. This last eye infection has been really bad and with all the eye drop medication I have been putting into my eye, it isn't seeming to get much better. I'm hoping that there won't be any permanent damage. I don't even know what solution is good for me anymore. Used about 1 1/2 years every night to soak my contacts.